Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the disposable brush tip found inside the insertion tube likely occurred from user handling the device. The specific root cause could not be determined at this time. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "5.5 manually cleaning the endoscope and accessories brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section). 3. Inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. There was a leak in between the knobs and a biopsy leak. The plastic distal end cover and insertion tube insulation were out of standards. The light guide tube had a buckle, was soft, inflating. The insertion tube was buckled, kinked, squashed/dented, and had deep scratches. The bending section cover glue was peeling, was sharp and had loose edges. Switch one had a cut and was chipped. The angulation was out of standards. The control knob movement had play. The objective lens and light guide lens were chipped. The distal end plastic cover had deep scratches and dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, during brushing at reprocessing, a disposable brush tip was found inside the insertion tube of the evis exera iii gastrointestinal videoscope. No patient harm reported.